Manufacturer narrative:
An investigation could not be performed because no device was returned, and it is unclear what stock number might have caused the problem as multiple devices were reported in the event. The product lot number was not identified; therefore, the device history records were not reviewed. It is unclear which stock number might have caused the problem, therefore complaint rate and review of the risk file were not performed. The failure root cause cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number was not identified; therefore, the device history records were not reviewed. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: MDR: MDR 9610905-2019-00064, MDR 9610905-2019-00065, MDR 9610905-2019-00067, MDR 9610905-2019-00068, MDR 9610905-2019-00069. Reference exemption number e2017029.

Event description:
It was reported that product was removed due to patient condition.